Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the left caster flutters when going quickly. Also states the left arm is loose.